Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the partner 3 study, 6 years and 1 month post implant of a 23mm sapien 3 valve in the aortic position, the patient was experiencing increased dyspnea on exertion. Echo performed showed mean gradient of 32mmhg from the apex and mild transvalvular regurgitation. After 6 years and 6 months post implant, CT report stated, "the valve leaflets are not well visualized but appear mildly thickened, most notably at the base of the leaflets which may be consistent with halt." The 23mm sapien 3 valve was explanted and replaced with a surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records received. The following sections of this report have been updated: additional information added to a2, additional information added to a3, additional information added to a4, additional information added to b5, additional information added to b7, corrected h6 device code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (diabetes and hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Medical records were received. Explant procedure was performed. Preop tee showed moderate transvalvular regurgitation and av mean gradient 21mmhg. The patient had a redo aortic valve replacement. During the explant of the sapien 3 valve, it was noted that the valve was heavily calcified.